Event description:
A female consumer reported that she was diagnosed with (unconfirmed) acanthamoeba keratitis in 2007, after using complete 10 minute contact lens solution in her lens care regimen. Prior to the onset of keratitis, the patient reported experiencing pain and redness in her eye in 2006. The patient sought treatment and has since discontinued use of the solution. Information received is not clear as to whether or not the patient is still under treatment. We are attempting to obtain further clarification and additional information.

Manufacturer narrative:
Product testing (batch record review, retain and complaint unit) are being requested; results pending. In 2007, amo initiated an immediate and voluntary recall of its complete moistureplus contact lens solution in response to information provided that day, by the facility regarding eye infections from acanthamoeba. Therefore, this event is being reported as a MDR. The relationship, if any, of the device to the reported incident / adverse event is unknown. The complainant implied an association between the amo device and the reported event. Root cause has not been established.